Event description:
This is being filed as after the mitraclip was implanted, a tear in the leaflet occurred and the implanted clip may have been a contributor to the torn leaflet. It was reported that a mitraclip procedure was performed on (B)(6) 2014. Three clips were implanted reducing the mixed mitral regurgitation (mr) grade from 4 to trace. On (B)(6) 2014, three days post procedure, the patient experienced a reoccurrence of dyspnea. The echocardiogram showed recurrent mr between all the clips and a tear in the anterior mitral valve leaflet over the lateral clip (40801u1/03). On (B)(6) 2014, another mitraclip procedure was performed and another clip was implanted in the lateral jet. The mr grade was reduced from 4 to 3. Due to the torn leaflet, a 9mm atrial septal defect occluder was placed between the two lateral clips reducing the mr grade to 1. There was no device issue. The physician stated that the most likely reason for this event was due to the morphology of the leaflets. Post procedure, the patient was clinically stable and was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remained implanted on the mitral valve leaflet. There was no reported device malfunction associated with the clip delivery system. A review of the lot history record revealed no nonconformances that would have contributed to the reported event. The reported patient effects of dyspnea, worsening mitral regurgitation, and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There was no indication of a product quality deficiency with respect to manufacture, design or labeling.